Manufacturer narrative:
Pump received with the operating currents within specification and passed the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Pump primed properly, no unexpected errors rewinding, and no excessive no delivery alarms noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked reservoir tube, missing end cap sticker, stained address/serial number label, and scratched reservoir tube window.

Event description:
The customer reported via phone call of hospitalization for diabetes related issues. Customer indicated that the pump was stuck in the rewind loop and the settings were wrong which led to the high blood glucose. Customer indicated that they went to the hospital when they could not get the pump out of the rewind loop. Customer's blood glucose was 125 mg/dl at the time of incident and 275mg/dl at the time of the call. Customer had no symptoms and treated with a lantus. Troubleshooting found that the pump is cracked at the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further troubleshooting was performed.